Event description:
Reportedly, the pacemaker involved in this MDR report has been replaced due to the following issues: the pacemaker (programmed at max amplitude and pulse width) paced at 60bpm instead of a programmed rate at 90bpm, the pacemaker (programmed at max amplitude and pulse width) paced at 45bpm instead of a programmed rate at 60bpm. Normal behavior was observed in "magnet mode".

Manufacturer narrative:
On 01/25/2010, this event concerns a device that was manufactured and used outside the united states. Method: device f/u files were analysed. Results: the reported event could not be reproduced during the analysis. Review of memory data showed that the reported behaviors could be related to ventricular oversensing. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). Conclusion: the electrical characteristics of the returned unit were within specifications. The reported event could not be reproduced during the analysis. Review of memory data showed that the reported behaviors could be related to ventricular oversensing, which recycled the pacing intervals. However, the ventricular sensitivity was not reprogrammed over time.